Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic torsion detorsion of the right appendage + right ovarian biopsy + right ovarian formation + pelvic drainage, when suturing the ovarian wound, the needle and thread were separated. The thread also broke, which increased the surgical time by a few minutes. Another device was used to resolve the issue in order to complete the case. There was no patient injury.